Manufacturer narrative:
(B)(4). Exemption number: e2010016. Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. Based on the information collected by jmsna, there was nothing abnormal noticed on the donor during and after the blood donation process. The donor was found to be stable after the donation. On the same day, he suffered from a heart attack and died 4 days later. From reserve sample evaluation and device history record review, there was no abnormality found on the reported product lot. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jms product. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Donor (B)(6) was a qualified male who completed a successful donation on (B)(6) 2015 and returned home. On (B)(6) 2015, his wife reported that the donor complained of chest pain and sweating and suffered a heart attack at his home. The donor was transported to the hospital, was maintained on life support, and died on (B)(6) 2015.